Event description:
The customer reported to olympus the tracheal intubation fiberscope exhibited signs that the tip was damaged by gas sterilization without attaching the cap. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the bending section cover (a-rubber) was detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The bending section cover (a-rubber) was cut. Additionally, the evaluation revealed the following findings: diopter ring had discoloration; due to a cut on bending section cover (a-rubber), water tightness was lost; indication on light guide connector was not clear/correct; connecting tube had a dent; connecting tube had coating peeling. (1mm2 or more); and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.